Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were issues attempting to prime the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up # 1 date of submission 3/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/02/2017 with the following findings: the black box data from time of the complaint has been overwritten due to continued use of the pump. Because of the continued use of the pump, the investigation was unable to confirm or duplicate the initial complaint about a loss of prime issue. During testing, the pump successfully completed a rewind, load, and prime sequence and the 24 hour duration test with no errors, alarms, or warnings occurring. The force sensor calibration passed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.